Event description:
It was reported to medtronic neurosurgery that the duet system allegedly slid down on the IV-pole, causing a temporary over-drainage of csf. According to the report, the screw on the clamp used to secure the system to the IV-pole came loose.

Manufacturer narrative:
The product was unavailable for return since the duet system was discarded. Therefore, an eval of the device performance was not possible. The instructions for use that accompanies the product states that pts undergoing external drainage and/or intracranial pressure monitoring must be kept under constant supervision in an intensive care unit staffed with trained personnel familiar with the use of intracranial and lumbar pressure monitoring techniques. A review of the mfg records was not possible as no lot number was provided.